Event description:
This patient found unresponsive at home for an unknown period of time. She was given CPR and brought into the emergency room in full cardiac arrest. Patient had been in asystole and the rhythm was converted in the ER. She had a dual pacemaker placed with a defibrillator in 2007 at another facility. Following that, the pt had problems with the defibrillator, and had been seen by the pacemaker technician who made adjustments to the defibrillator. Reportedly, the pacer was reading her t-waves as being p-waves and given her shocks based on double her actual heart rate. Apparently, it did cause her defibrillator to fire at least on two occasions over the last 24 hrs. The admitting physician talked with the pacemaker technician that assisted with her surgery on the same day, and discussed the situation with him. The admitting physician also discussed the situation with the cardiologist at the implanting facility making him aware of the pt's status. The pt was admitted to our facility due to her severe chf and suspected defibrillator malfunction.